Manufacturer narrative:
Upon review of the medical records, it was determined the patient did not develop peritonitis. There is a probable association between taking antibiotics and the patient experiencing diarrhea.

Event description:
Medical records were received from the patient's treatment facility. Review of the patient's pathology reports noted the patient's peritoneal dialysis effluent showed no growth. The patient was prescribed antibiotics prophylactically and experienced diarrhea.

Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. Upon a visual inspection of the set a hole was found on the membranes of the cassette. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called technical support due to alarms during treatment. While troubleshooting the alarms the patient noticed fluid leaking from the cassette. During follow up, the patient's nurse reported the patient had diarrhea as a result of an infection. Vancomycin 2g and gentamycin 80mg intraperitoneally were prescribed and a culture sample was taken to the microbiology lab for analysis.